Manufacturer narrative:
Based on the available information, this event is deemed to be reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site:8021545.

Event description:
It was reported that patient faced tugging on the tubing causes the cannula to pull loose and become dislodged from the insertion site, leading to medication pooling with little spots at insertion site on (B)(6) 2026.